Event description:
It was reported that the lead dislodged a few months post implant. The physician decided against surgical intervention at the time, and reprogrammed the system to vvi. As the patient began developing symptoms of heart failure, the physician elected to reposition the lead. All measurements showed good values, and the lead was left in place.

Manufacturer narrative:
Na